Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Without the complaint device(s), we are unable to determine if the separation occurred due to excessive force, contact with a sharp object or user error.

Event description:
Three patients, who had a ult10.2-38-25-p-6s-msl tube placed for pleural effusions experienced difficulty when the locking collar of the tube detached and strings broke. At least one patient had a pneumo, not treated, as a result.